Event description:
Related manufacturer reference number: 2017865-2022-42111. It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead and right atrial (ra) lead were experiencing high capture threshold leading to failure to capture. The rv lead and ra lead were explanted and replaced with alternate lead. The patient's condition was stable.